Manufacturer narrative:
Other, other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the clock battery or motor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device when it was set to run the pump was not running and had an alarm. When the pump was restarted it did not alarm but also it did not run either. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.